Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that following a revision procedure during the patient's first expansion, it was noted that the right rod failed to deploy and there was likely pullout of the anchor. Additionally, it was reported that the rod had become increasingly prominent. A revision procedure was performed where the surgeon replaced the fractured rod segment and performed l3-l4 pedicle screw fixation. This is report 2 of 2 for this event/ patient.